Manufacturer narrative:
Additional narrative: patient identifier, age or date of birth, and weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for femoral trochanteric fracture was performed using the trochanteric femoral nail-advanced (tfna) system. During the surgery, at the time of insertion, the end cap got stuck around 5mm from a proximal part of tfna nail. As a result, the insertion finished incompletely. Surgeon attempted to again insert an end cap with the same results. The surgery was completed with a 30-minute delay, and there was no adverse consequence to the patient. Concomitant device reported: tfna nail (part number unknown, lot number unknown, quantity 1). (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 04.038.000s, lot l391307: release to warehouse date: may 17, 2017. Expiry date: may 01, 2027. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the product was returned in a packaging different from the original synthes bag. The laser marking is readable. Only one end cap was received in context of this investigation. The product has strong traces of use. A DHR review was performed; no abnormalities or deviations were detected, neither non-conformance's were detected, which could lead to the complaint failure. The relevant dimensions were measured and have passed their specifications, except for the thread m11x1 which has failed due to the thread having strong traces of use (damages). However, during the manufacturing process the lot (l391307) was inspected and the lot has met its specifications. Therefore, any manufacturing issues can be excluded. On the basis of the investigation results, this complaint is confirmed as claimed by the customer but is rated as not valid, because the relevant dimensions were measured and have passed their specifications except for the thread m11x1; which has failed due to has damages not caused by the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.